Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd catheter the needle partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: needle had not retracted all the way down, needle broke through the glove and into skin which caused bleeding. Reported needle stick to manager, had to go to the work wellness to have labs drawn. Still have the faulty item but no packaging/lot #.

Manufacturer narrative:
As no valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One physical sample with an unknown product code or batch number was returned for investigation. Bd was unable to identify the sample as a bd device. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.